Event description:
It was reported that during a ptca/stenting treatment procedure, insertion and removal difficulties were encountered. After obtaining access with a 7 fr terumo 25 cm sheath and guiding a 7 fr wiseguide fl4 guiding catheter to the left circumflex coronary artery, a gareo hf guide wire was inserted across the lesion. The lesion being treated was a calcified, 90% stenotic lesion in the minimally tortuous left circumflex coronary artery. Predilatation was performed with a maverick2 2.75/20 mm balloon. A nir elite stent system was inserted, but it couldn't cross the proximal left circumflex coronary artery. The physician engaged the guiding catheter deeply and the nir elite stent system crossed to the posterior descending left circumflex coronary artery. The stent was successfully deployed at 8 atm. When the nir stent delivery catheter was being removed from the body, the physician felt significant friction. After three unsuccessful attempts to remove the delivery catheter, the physician met no friction, but realized that a rupture of the balloon had occurred (3 cm proximal to the distal end) on x-ray. It appeared that the separated distal portion of the balloon remained inside of the stent. This procedure was interrupted and the pt transported to other hosp. Urgent surgical intervention was performed and the separated balloon was successfully extracted. CABG was performed distal to the stent. An iabp was initiated and the operation was completed. The iabp was removed. The pt's condition was stable post operatively.